Manufacturer narrative:
Investigation: visual inspection: visual inspection showed the following: - particles in the delivery liquid. - deposits at the outlet. - foreign catheter at the inlet. Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal position. Because the shunt assistant is not permeable, a computer controlled test is not possible. The results show that the progav 2.0 operates not within the accepted tolerance in the horizontal position. An accelerated outflow was detected. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: finally, we have dismantled the valves. Inside both valves we have found clearly build-up of substances (likely protein). Based on our test results, we can determine a blockage at the shunt system at the time of our examination. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx421t) was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the valve was believed to be operated in underdrainage and the adjustability is malfunctioning. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) height: 140 cm weight: (B)(6) gender: male.